Event description:
It was reported that during central processing, the force bipolar instrument had broken tips. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.19" x 0.64" was found to be broken off the yaw pulley. The broken piece was not returned. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have mechanical indentations/burrs at the grip tips.